Manufacturer narrative:
D10: concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n4j1997y) egiaustnd, egiaustnd endogia ultra univ std stap, (lot#: unknown) unk-sigadapt, unknown signia egia adapter, (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pancreas, the manual handle and 60mm reinforced reload would not remain closed after clamping, and when the surgeon released the trigger, the reload would open, resulting in trauma to the tissue due to repeated clamping attempts. The stapler reload would not fire when attempted, and when the powered handle was used with the same reload, it was able to clamp and start to fire but stopped halfway, failing to complete the resection and becoming stuck on the tissue. This was attributed to the buttress material being infused with both the tissue and the reload. The device was eventually freed, and the team proceeded to use a 60mm purple reload three times, which functioned despite not being indicated for thick pancreas tissue. There was no patient injury.